Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal left anterior descending artery with moderate tortuosity, heavy calcification, and 99% stenosis. After pre-dilatation was performed, a 3.5x23 xience prime stent was implanted at the lesion. A 3.0x15 nc trek was advanced without resistance for post-dilatation and inflated one time for 10 seconds at 18 atmospheres. The nc trek was withdrawn from the patient anatomy without resistance. As the nc trek was going to be used for additional post-dilatation, the device was coiled and submerged in saline, at which time some weight was put on the device and force may have been applied to the nc trek. As an attempt was made to re-advance the nc trek, prior to entering the patient, the proximal shaft separated about 90 cm from the tip. A new same sized nc trek was used for post-dilatation to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, pt2, guide catheter: brite tip, stent: xience prime 3.5x23. (B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. Based on the information reviewed, there is no indication of a product deficiency.